Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the clinic for a routine follow-up with low atrial lead impedance. Patient will continue to be monitored.